Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling with the returned ECG and mfc cables without duplicating any ECG related issues. The device was recertified and returned to the customer. Review of the device activity logs did not show any activity for the event date of july 15, 2024. Various logs had shown lead faults; however, this is not necessarily an indication of a malfunction with the device. A lack of an ECG signal can be caused by a variety of situations, including but not limited to a loose connection with the accessory cables or improper electrode application. No trend is associated with reports of this type.